Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal heavy bleeding/ abnormal bleeding (general)/ other injury(ies) or complication (s) please describe: blood clots/ abnormal bleeding (general)') and intra-abdominal haemorrhage ('non-menstrual abdominal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Essure confirmation test(s) conducted, specify: (B)(6) 2015 will supplement. Concomitant products included ethinylestradiol; norelgestromin (ortho evra) (B)(6) 2003 to (B)(6) 2015 for contraception. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain/abdominal pain lower"), vaginal discharge ("vaginal discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("upper abdominal pain/upper abdominal pain"), vision blurred ("blur vision/vision/eye problems type: blurry vision"), fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss") and pelvic pain ("pain"). In (B)(6) 2016, the patient experienced anaemia ("anemia,"). In 2016, the patient experienced nausea ("nausea/nausea"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain/pain") and polymenorrhoea ("menstrual cycle twice monthly"). The patient was treated with vitamins nos. Essure treatment was not changed. At the time of the report, the genital haemorrhage, intra-abdominal haemorrhage, vaginal infection, abdominal pain, dysmenorrhoea, abdominal pain lower and vaginal discharge had not resolved and the dyspareunia, polymenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, nausea, abdominal pain upper, vision blurred, fatigue, anaemia, alopecia and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intra-abdominal haemorrhage, nausea, pelvic pain, polymenorrhoea, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: patient sought medical attention for her symptoms. She still suffers from the above intentioned symptoms and was currently investigating her options for removal of the essure devices 4 leading coils left on the right side and one trailing coil on the left side. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received : reporter information added, case became medically confirmed. Medical history and reporter causality added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.